Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#: (B)(6).

Event description:
It was reported there was no alarm generated, though the lower limit was set, and the patient got up while on ECMO (extracorporeal membrane oxygenation). No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
A good faith effort attempt conducted confirmed there was no patient or user harm. The measurement server issue will be handled in a separate complaint. The following functional tests were performed: the field service engineer (fse) went onsite to test the device and check the device configuration. After analyzing it was found that there was no alarm for pam (mean arterial pressure) configured on the connected measurement server. Only systoly alarms were activated. The configuration on the measurement server has been changed by the fse and the mean arterial pressure (pam) alarms have been activated. There was no malfunction on the picix. Based on the information available and the testing conducted, the cause of the reported problem is due to user knowledge. The reported problem was confirmed. The fse changed the configuration of the connected measurement server. The fse confirmed the patient information center ix was working to its specification and no malfunction found. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.